Event description:
The patient reported that six of her v-go's the needle button had released before the 24 hours was up, on average, they were on for about 12 hours before this happened. Patient did not accidentally hit the needle release button. Patient wore them on her abdomen and on her arm. The patient did not save any of the v-go's.